Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the assembly on the pneupac ventilator was fractured. The knob indicators were also cracked. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One pneupac parapac plus ventilator was received in with a damaged housing, gas eyeball indicator, four small knobs, and front panel. A visual inspection was conducted and the reported issue was able to be replicated. The issue was user induced as impact to the device caused the damage. The housing, gas eyeball indicator, four small knobs and end caps, and the front panel were replaced to resolve the issue.